Event description:
Patient was on the g5 ventilator and there was a malfunction, and the code was tf:5007. The patient was removed from the g5 and supported with bvm and then placed on mr1 transport ventilator. Rt removed ventilator from service. Htm note: verified code in error logs. 5507: air or oxygen inlet valve cannot close properly. Action: performed mixer calibration and checks as well as all other steps/tests in section 8 of the service manual 'test mode'. Ran ventilator over extended period of days while changing oxygen percentages without issue.